Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal and proximal conductors of the lead developed fractures due to flexing while in vivo. This device was included in the field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the patient alert triggered for high pacing impedance on the right ventricular (rv) lead. It was also reported that the rv lead had variable impedance, increased pacing threshold, noise in the bipolar configuration and was unable to capture. The physician could not determine if the issues were from the rv lead or due to a header problem with the device. Both the rv lead and the device were explanted and replaced. It was further reported that the left ventricular (lv) lead had been repositioned several weeks post-implant. During this procedure, the lv lead was partially explanted and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.